Event description:
Subsequent to treatment initiation, the patient noted what appeared to be a "burn" on the top of his foot. The patient treated the "burn" using antibiotic cream and discontinued treatment for one week until the area healed. At that time the patient resumed treatment. The patient has not contacted his treating physician since treatment initiation.